Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge would not slide onto the pump correctly. Reportedly, there was an o-ring rubber leftover from the previous cartridge. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.

Manufacturer narrative:
(B)(4).